Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient stated their device never worked, so they stopped using it. They did not have any additional information. The device was implanted on (B)(6) 2010. Later, on (B)(6) 2016, the consumer reported that when they were trying to use the patient programmer to shut the device off, for an MRI, they kept getting poor communication. They tried connecting with and without the antenna, with no success. It was reviewed that the device could be at end of service (eos) an to follow up with their healthcare provider (hcp). There were no patient symptoms reported. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The consumer reported that the hcp did determine that the device was dead and it was up to the patient to decide if they wanted the device replaced or not. The consumer wanted to know what the device was and how it worked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.